Event description:
It was reported that the patient experienced arrhythmia and cardiac arrest. The procedure was cancelled. During a pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. The physician attempted transseptal puncture through baffle in a mustard congenital patient. The radio frequency (rf) setting was two seconds at continuous. At first two deliveries, there was no arrhythmia noted. Between the second and fourth rf delivery, ventricular fibrillation induced in patient, that required a dc cardioversion at 200 joules. A further two deliveries, no arrhythmia noted. At final delivery, ventricular fibrillation induced again. Ablation generator was reprogrammed to one second at pulsed delivery and no more arrhythmia noted. The patient was cardioverted successfully on all three occasions and no lasting patient consequences. The procedure was aborted and transeptal was not completed. The patient is expected to fully recover. The patient was supported as planned under general anesthesia during the procedure the device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. However, the reported allegations of arrhythmia and ventricular fibrillation are confirmed using the media attached to the complaint. On the images provided vf stopped by cardioversion; and regular rhythm and vf starting due to extrasystole. The allegation of cardiac arrest cannot be confirmed based on the media provided. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that the patient experienced arrhythmia and cardiac arrest. The procedure was cancelled. During a pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. The physician attempted transseptal puncture through baffle in a mustard congenital patient. The radio frequency (rf) setting was two seconds at continuous. At first two deliveries, there was no arrhythmia noted. Between the second and fourth rf delivery, ventricular fibrillation induced in patient, that required a dc cardioversion at 200 joules. A further two deliveries, no arrhythmia noted. At final delivery, ventricular fibrillation induced again. Ablation generator was reprogrammed to one second at pulsed delivery and no more arrhythmia noted. The patient was cardioverted successfully on all three occasions and no lasting patient consequences. The procedure was aborted and transeptal was not completed. The patient is expected to fully recover. The patient was supported as planned under general anesthesia during the procedure the device is expected to be returned for analysis.